Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of a cat that chewed on a catheter and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, a cat chewed on the catheter which caused peritonitis on (B)(6) 2011. The patient was hospitalized for peritonitis on (B)(6) 2011. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome of the event of the cat chewed on the catheter was not reported. Dianeal theraphy was ongoing. Per the nurse, the perionitis was not related to dianeal theraphy. On (B)(6) 2012 follow up information was received from the nurse stating that on an unreported date, teh patient had withdrawn dianeal therapies. The patient was currently on hemodialysis. Per the nurse, the peritonitis was not related to dianeal therapies. The nurse did not provide an opinion on causality for the event of the cat chewed on the catheter. On (B)(6) 2012, the writer contacted the pd nurse in an attempt to acquire information pertaining to the manufacturer, brand, and lot number of the catheter. The pd nurse was able to provide the brand name of the catheter, quinton permcath dual lumen catheter, but did not have any information pertaining to the lot number of the product. Patient injury reported: yes. Medical intervention required: no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).